Event description:
The ge oec 9800 fluoroscopy system locked-up and rebooted.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the reported malfunction. The system flash erased and re-loaded on the ffb and gib pcbs. Filament calibration was also performed to prevent further issues. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.